Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a ¿bubble¿ foreign matter on the tip of a bd plastipak¿ 1 ml syringe with needle found prior to use. There was no report of exposure, injury or medical intervention

Manufacturer narrative:
CAPA removal. Additional information was received. Please remove CAPA statement "CAPA# 331654 and sa# (B)(4) was opened to investigate air bubbles on this machine." As this CAPA does not apply to this complaint.

Manufacturer narrative:
Investigation results: a photo of the available sample was analyzed and it was possible to confirm the air bubble defect. The batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for the batch #7304915. The lot was produced on november 10, 2017 at november 13, 2017. No relevant deviations were detected in the machines: sema01 - semo01 - semo02 - seeb06, during the manufacturing period. The probable cause for the defect found - bubbles - is related to mold temperature, air outlet stains in the injection mold and out of specification injection rate, tip wall thickness and injection site location. According to investigation no deviation was identified during the manufacturing of the affected batch. CAPA# (B)(4) and sa# (B)(4) was opened to investigate air bubbles on this machine.

Event description:
It was reported that there was a ¿bubble¿ foreign matter on the tip of a bd plastipak¿ 1 ml syringe with needle found prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for the batch #7300616. A photo of the available sample was analyzed and it was possible to confirm the air bubble defect is related to the mold temperature, air outlet stains in the injection mold and out of specification injection velocity, tip wall thickness and injection site location. The molding component history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for the batch #7304915. No relevant deviations were detected in the machines, during the manufacturing period. We can verify that the appearance of bubbles occurs within the thickness of the wall of the luer, so there is no risk of the bubble staying against the wall internal or external to the luer. The bubble could rupture in case there is a deliberate effort of some tool through the inner diameter of the luer, the fact could occur even without the presence of the bubble. In this way we conclude that the bubble is an aesthetic defect and there is no risk to the patient in use. A corrective action proposed to address the matter will be part of the research report. The 1ml barrel component is produced by the plastic injection process, where heated plastic material is injected against a mold for forming the product. The investigation has led us to conclude that the flow of the plastic material in the luer region is slightly different than the rest of the product and that for this reason can cause bubbles. Functional tests were performed on the product such as leakage, absence of foreign matter in the fluid passage, axial forces and nozzle connection tests, and samples with bubbles did not negatively affect the results. Investigation conclusion: the probable cause for the defect found - bubbles - is related to mold temperature, air outlet stains in the injection mold and out of specification injection rate, tip wall thickness and injection site location. According to investigation no deviation was identified during the manufacturing of the affected batch. Additional information: investigation has been updated with CAPA # (B)(4).